Manufacturer narrative:
The reason for this revision surgery was for a liner exchange, wash out and replacement. It was reported that there was no infecton. The length of in-vivo service of the implants is unknown since an original surgery date could not be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record and investigation history was not conducted since a lot number was not provided or could be established for the original surgery. Multiple searches of the patient database could not confirm the part/lot numbers or information identifying the date of the original surgery. The lot number is un-confirmed by hard documentation. This event is deemed as non product related. The event and revision surgery is the result of the surgeon's decision to do a washout and liner exchange to the patient's knee no presence of an infection was reported. Information was not provided that definitively described the root cause or reason for the washout. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the surgeon exchanging, the liner performing a wash out and replacement. There was no infection.